Manufacturer narrative:
(B)(4). The clinically applied product was not returned to us for evaluation; therefore, we are unable to identify the specific cause for the problem reported. Records from each manufacturing lot are thoroughly reviewed to ensure that our products are released meeting all current specifications. Although a specific root cause analysis could not be performed, the incident is maintained in our database for a broader trend analysis. If additional information is obtained, or the sample is returned, we will re-open this investigation.

Event description:
According to the reporter, during a low anterior resection (lar) performed on (B)(6) 2016 for a very low cancer, the instrument was fired, the staple line looked perfect, the donuts were perfect and no reinforcement material was used. There was a positive leak test upon inserting air. Suture was used to reinforce the anterior side of the anastomosis. During the following weekend, she was readmitted and underwent reoperation by a different surgeon who noted the anastomosis had broken down and the tissue had come apart. The surgeon created a permanent colostomy. No further information was provided.